Event description:
Customer reported bubbles from a cartridge during a follow-up survey. There was no adverse impact to the customer's blood glucose level. No additional information was received regarding the outcome of the event, as the customer declined to speak further with customer technical support.